Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to technical support (ts) that a fluid leak occurred during their treatment. The patient had initially contacted ts to get assistance troubleshooting an ¿m31 air detected in cassette¿ alarm, which had occurred a few times. The alarm occurred during fill 1. The patient rebooted the cycler and a ¿power fail recovery failed¿ message appeared. At this point, the decision was made to cancel the treatment. When the patient removed the cassette from the liberty cycler, fluid was discovered on the pumps. It was reported that fluid was leaking from the cassette. The ts representative advised the patient to discontinue use of the cycler and a replacement cycler was ordered for the patient. Multiple attempts were made to obtain additional information from the patient with no success. Follow up with the patient¿s peritoneal dialysis registered nurse (pdrn) revealed additional information to a limited degree. The pdrn was initially unaware of the reported fluid leak. However, the pdrn had spoken to the patient since the event and they stated the patient had not shown any signs or symptoms of peritonitis. The pdrn stated, to their knowledge, there was no patient injury or harm, and the patient did not experience any adverse effects. The pdrn confirmed the patient was trained to perform manual pd therapy, as well as stat drains if necessary. The pdrn was doubtful that the patient had saved the cycler set used for the treatment; they suspected it was discarded. During a subsequent follow up with the pdrn, this was confirmed to be the case. The pdrn also confirmed the patient received their replacement cycler and that the old cycler was picked up and returned to the manufacturer for physical evaluation. No further event details could be provided.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.